Manufacturer narrative:
The device return is anticipated, however, at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency procedure, using a glidescope bflex 3.8 single-use bronchoscope, the sleeve that is over the tip, detached from the bflex. A delay in the procedure of less than a minute occurred as another glidescope bflex 3.8 bronchoscope was obtained. No harm to the patient, or user was reported.